Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of applicator during sensor insertion on (B)(6) 2012, patient noticed what appeared to be the sensor needle protruding from insertion site. He removed it from his skin. At the time of his call to technical support, patient reported a minor bruise at sensor insertion site, but that he is in fine condition. No medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.